Event description:
Male underwent aquablation procedure. Patient's hemoglobin dropped from 17 g/dl to 9 g/dl following the procedure and received transfusion the next day. Patient was doing well afterwards and discharged home. No further sequelae was reported.

Manufacturer narrative:
H.10. Additional manufacturer narrative: the log file for the aquablation procedure was reviewed, which confirmed no anomalies. The system performed as intended. The lot number for the aquabeam system for this event was not provided by the distributor; therefore a review of the device history records (DHR) for all three (3) aquabeam systems distributed by the distributor was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of these systems, which could relate to the reported event. The review indicated that the systems met all required specifications when released for distribution. The aquabeam system's instructions for use (IFU), ifu320301, lists bleeding as a potential perioperative risk of the aquablation procedure. A review of similar complaints was conducted, for all aquabeam systems distributed by the distributor, which confirmed that there has been five (5) other similar events reported on these systems. The system was not returned for investigation. Bleeding is an anticipated perioperative risk of the aquablation procedure. There were no reported device malfunctions or failures associated with the procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.